Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 45 to 400 mg/dl and low blood glucose level of 42 mg/dl at the time of incident. The customer reported current blood glucose was 260 mg/dl. Based on customer reported proceeding in troubleshoot per customer alleging possible pump over delivery. The customer was assisted with troubleshooting. He suspended the pump and it took several hours for blood glucose to go above 70 mg/dl. The customer was treated with food. Customer will not return device for analysis.